Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a correction bolus attempt. The blood glucose reading was 538 mg/dl, which the customer treated with a manual injection. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.